Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call a blank display. Blood glucose at the time of incident was 318mg/dl. The customer treated for the blood glucose level using manual injection. The customer states the insulin pump was blank for less than 30 seconds. The customer stated the battery cap was not damaged or corroded. Troubleshooting was able to resolve the issue. The customer states the insulin pump alarmed failed battery test. The customer did not have another battery to complete the troubleshooting. It is unknown if the failed battery alarm was able to clear. The device will not be returned for analysis.